Event description:
Cement leaked from the plug into the syringe.

Manufacturer narrative:
Eval results suggest that the event may have been attributed to either a misaligned inner piston or a bent/misaligned cement gun push rod.